Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).

Event description:
After uneventful cannulation of schlemm's canal, during retraction of the microcatheter the surgeon inadvertently rotated the cannula around the longitudinal axis of the microcatheter, thereby causing the catheter to interact with the sharpened tip of the cannula. As a result, the catheter was severed. The entire device was successfully removed from the eye through the original incision. At this time there is no known adverse impact to the patient. Additional information has been requested.